Event description:
An attorney reported a toxic substance entered the client's left eye during multifocal lens implant surgery and she experienced blurred vision, corneal edema, a fixed dilated pupil and iris atrophy following the procedure. It was reported the client was treated with medications and a corneal transplant. The attorney reports his client has permanent damage. Partial medical records were received. The toxic substance was not identified.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number. Product history record and batch records could not be reviewed. No conclusion can be drawn. Additional information was requested on 01/24/2008 by fax and by mail and on 01/25/2008 by phone.